Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately nine years post deployment, patient experience abdominal pain. CT scan revealed that the ivc filter in place with filter legs in precaval fat, near the l3-l4 disk space. One was near aorta but was not quite in aortic lumen. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2012)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated ivc wall up to 10mm. The device was removed percutaneously. The current status of the patient is unknown.